Event description:
It was initially reported by arjohuntleigh representative: client was lifted with the passive lift from the wheelchair on the carendo chair, then placed in the right way in the carendo. Then the client has quietly made his need in the chair. While the nurse was taking off the outerwear, the resident fell in the front from carendo. In the result of the incident and fall the resident sustained fracture left side above knee. As a treatment his leg was put in plaster. (B)(4).